Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the low battery indicator flickered and there was oversensing after replacing the battery with a new one 6 hours prior. The epg was returned to the manufacturer for servicing. The patient had an intrinsic heartbeat, and no patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional testing. (B)(4).